Event description:
Device malfunction: accordion shaft, kinked; deployment of the distal end of the stent. Time of malfunction: pre-procedure. Symptoms/ae: none. It was reported that during initial insertion through the 6f introducer sheath, when attempting to advance the device along the guide wire, the shaft began to 'crinkle' (accordion), and the stent became exposed (unsheathed). It was reported to never have been in the pt's anatomy; however, this occurred during advancement in the sheath on the guide wire. There was no anatomical or pt info provided by the facility. The account rep noted on visual exam of the device that the shaft was kinked in 2 places near the hub area-she suspects, it may have occurred when the facility was re-packaging the device, but cannot be certain. There was no reported injury and no add'l info available.

Manufacturer narrative:
Quality assurance analysis revealed that the absolute was returned with contrast visible in the shaft. There was no blood visible. The stent was partially deployed 3cm on the distal end. There was no visible damage to the stent observed. The distal outer member was bunched/accordion 3.8cm proximal to the distal end of the outer member for the lenght of 1cm. There were three major kinks in the shaft and inner braided member located 0.2cm, 4.5cm and 8.5cm distal to the strain relief tubing, which had started to tear through the outer member. There was no other damage on the catheter to report. The handle was returned in the unlocked position. During visual inspection; the stent fully deployed from the distal outer member. Quality assurance opened the handle and verified that all internal mechanisms were intact and in correct position. The thumbwheel had not been rotated as the rack was still in the distal end of the handle. Quality engineering reviewed the incident info and investigation of the returned device (accordion shaft and the deployment of the distal end of the stent). The unit was returned with 3 major kinks, deep into the inner member braiding, including tears on two kinks and accordion shaped distal shaft. The major kinks and accordion shape are considered mechanical damage, which will affect the functional operation of the delivery system. The accordion shape and kinks can cause the distal end of the retractable sheath to slightly retract, and expose the distal end of the stent. Quality engineering has replicated the induced stent deployment, during advancement thru a (6fr) introducer sheath (depending on the angle), and the retractable sheath slightly being pushed proximally. The lot history record was reviewed and there are no non-conforming material reports associated with this lot number. Quality engineering was unable to determine a specific root cause for the damaged distal outer member (accordion shape) and severe multiple kinks . All production are inspected 100% for thumbwheel movement and 100% inspected for shaft damage. Quality engineering will continue to monitor and trend for this type of failure mode for future action. This MDR is considered closed by the quality assurance department.